Event description:
Customer reported that one pt experienced a blood leak two consecutive times during the same treatment, translating into a blood loss of approximately 536 ml. There was an order to draw hemoglobin and hematocrit which resulted as below the pt's baseline, but no blood transfusion was ordered. There was no injury and the pt was well and left the dialysis clinic in stable and ambulatory conditon.